Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a biliary drainage catheter placement, the physician placed a 12fr billiary drainage catheter and the device leaked at the hub. The physician then placed a 14fr biliary drainage catheter with no complications.